Event description:
The device was used during procedure of central venous port placement on (B)(6) 2012. The cv port was mfg by another MFR. An 18g needle for puncture and 0.035" wire guide, included in the other MFR's cv port set, were used at first. After puncture, the physician attempted to advance the other MFR's wire guide from left subclavian vein, but because he encountered difficulty, he replaced it with the device. The replaced device could be advanced to superior vena cava, but the physician noticed by images on screen that there was a separated wire guide left in right ventricle, measured about 11cm. The physician attempted to remove the remained section of the device by snare with right jugular vein approach, and it was removed successfully. The procedure of cv port placement was abandoned. There has been no adverse effects to the pt.

Manufacturer narrative:
Removal of foreign body is not listed in the instructions for use. Separates is not listed in the instructions for use. Product was returned in a used and damaged condition including the separated segment. This product line is mfg, packaged and sterilized by our vendor. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. In this specific case the event description does not offer any additional evidence of contributing factors. In the absence of more definitive evidence the root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk assessment, there is insufficient risk to warrant risk reduction activities.